Event description:
It was reported that an ats (apex pro telemetry system) cpu (central processing unit) fan failed, which potentially lead to a loss of monitoring for the pts monitored on this ats. It is unk whether the cpu fan failure directly caused the loss of monitoring at this ats, due to a simultaneous network switch failure that caused a loss of monitoring for all ats on the network. This issue has been reported as a separate MDR, 2124823-2010-00032. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.